Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and confirmed an air leak from check valve cv281 which is connected to tubing on quick disconnect for the flow cell.

Event description:
The customer reported the quick disconnect was broken on the unicel dxh 800 coulter cellular analysis system. The customer was running daily checks when the issue was identified. The analyzer was generating an error message of "vcsn waste chamber not draining." A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There were no erroneous test results with this event. There was no death, injury or affect to user or patient treatment.